Event description:
It was reported that an unspecified number of an unspecified bd pen needle experienced an inability to inject insulin during use. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown. Verbatim: distributor reported needle bent on patient end. Reported pen jammed when consumer tried to inject. Stated consumer had to use a second pen needle and that was successful. No adverse affect. Incident date: (B)(6) 2019. Stated did not have product information. No consumer information. No product information.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR review due to unknown lot number for bent pe & clog.

Manufacturer narrative:
The customer's address is unknown: (B)(6). Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported that an unspecified number of an unspecified bd pen needle experienced an inability to inject insulin during use. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown. (B)(4): distributor reported needle bent on patient end. Reported pen jammed when consumer tried to inject. Stated consumer had to use a second pen needle and that was successful. No adverse affect. Incident date: (B)(6) 2019. Stated did not have product information. No consumer information. No product information.